Event description:
It was reported that during a laparoscopic cholecystectomy, the physician attempted to clip the cystic duct and the jaws would not open after placement. The device was jammed. A second device was opened and the procedure was completed without consequence to the patient.